Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2022-00299. It was reported that during a lead explant procedure reported in related manufacturer report number 1627487-2022-00295 and 1627487-2022-00294, physician had difficulty in removing the leads. Upon x-ray review, leads were broken. Physician performed a laminotomy in removing the leads out completely. X-ray reviews showed all lead pieces were removed. Patient was stable.